Manufacturer narrative:
The reported inappropriate hv therapy and noise were confirmed in the laboratory. Review of the device image and stored egms noted noise that led to hv therapy. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room due to presyncopal symptoms and lost consciousness. The patient fell while entering the emergency room. Chest compressions were performed and the patient was transferred to another hospital. Several atp therapies and inappropriate shock were noted during the time that the patient was in-transit. Noise was present on the atrial and ventricular channels and it appeared there may have been an external pacemaker applied at the time of transit. During evaluation of the device, the lead was tested normal and no noise was present. The patient was intubated and was in stable condition. It was later reported that the patient expired. The cause of death is unknown. Upon further follow up, the physician believed the episode was simply the helicopter transport causing motion artifact oversensing.